Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.2 pocket c4 failed, which located on mw3micuc. The customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with the customer over the phone and successfully assisted them to release the cubie and clear the failure, and the customer confirmed that the repair was successful. The system functioned as intended after the field service engineer guided the customer in resolving the issue.